Event description:
It was reported that the re-implanted vns patient underwent surgery to explant the generator and lead due to an infection. Attempts for additional relevant information were made, but have been unsuccessful to date.